Manufacturer narrative:
Additional information was added to h3, and h6. H10: the machine was inspected on-site by a qualified technician. Internal and external inspection was performed, and no issues were noted. A short, simulated therapy was successfully performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The machine was released for use. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external blood leak was observed originating from the venous pressure sensor of an ak 98 machine during hemodialysis. Upon further inspection, the nurse found the luer was not connected properly causing the blood to leak from the venous pressure sensor. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.